Event description:
It was reported that during a liepatectomy, after clamped the clips the clip could not close. Changed to another continue the surgery. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.